Event description:
Additional information was received. No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Hcp reported to rep about a patient stating that nuvectra scs device is affecting patient's interstim device and therapy. Patient has reported to hcp that interstim therapy turns off by itself, changes in programming has occurred. Rep reviewed that patient was small and the two device may be much closer to each other. Rep will be seeing patient tomorrow to see if they can replicate patient's reported information. There was none symptom reported. Additional information received from a manufacturer representative (rep) on (B)(6) 2019 stated that the patient's device was an old 3023 and was affected during another procedure and was por. Turns out the patient's device was almost eol which led to the device turning off and she will be scheduled for a battery replacement. The rep did not meet with patient. According to the rep who did, the two devices were not within 8-9 inches and there was no interaction. Additional information was received 5 days later by manufacture representative (rep) stated they do not recall patient's name, date of birth or serial number but will follow up with other representative. Based on rep findings they don¿t believe there was anything wrong with the device, other than that the battery was very near depletion. No additional information.